Event description:
Information was received from the patient. It was reported that they were having problems charging their implantable neurostimulator (ins). The patient stated that they would have to ¿click the charger¿ two or three times to get it to charge. The patient mentioned that they spoke to a manufacturer representative who told them that they were due to have their ins battery replaced. It was noted that the issue occurred about a year prior to the date of this report. The patient mentioned that they got sick around (B)(6) 2016 with shingles and didn¿t want to mess with getting surgery at that time, so they put it off. The patient was to follow up with their healthcare provider (hcp). No patient symptoms were reported and there were no further complications. Indication for use is rsd/causalgia-complex regional pain syndrome.